Manufacturer narrative:
Production report was checked; no issues with quality when delivered. No other complaint like this. Autopsy has been performed. It will take 3 months to determine the root cause of death.

Event description:
The implant was scheduled to be set on 5/22/2007 at no. 5 site in mandible. After drilling, bleeding occured. Once the bleeding stopped, the implant was inserted. The patient began bleeding again, so the implant was explanted. The patient fainted and was then taken to the emergency room. She remained unconscious and passed away the next day. Cause of death is under investigation by foreign police.